Event description:
Medtronic received information regarding a strata device. It was reported that the patient had a strata 2 shunt that had been changing settings on it's own. Fast forward a few years and a few shunt revisions. The patient now has a delta fixed valve that was giving the patient issues. They had it initially placed in (B)(6) of 2020. It was revised last year because neuro -opthamology felt it was resting on the optic tract causing vision loss in my peripheral. The patient ended up having to go back in last november because the catheter had tethered. The patient is going back to the doctor on (B)(6) for another revision due to tethering. The neurologist is thinking that there may be some component in the shunt material that the patient is allergic to.

Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter and facility information was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.